Event description:
The facility stated that the head up will not work.

Manufacturer narrative:
The technician replaced a bad hydraulic solenoid valve and the graphical control interface to repair the bed.